Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and it was not irrigating while it was in use on the patient. 30 minutes after using the catheter, the catheter irrigation did not flow. There was no error code. The checked the clamp and the drip line, but there were no problems. The issue was resolved by replacing the octaray to another new one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and it was not irrigating while it was in use on the patient. 30 minutes after using the catheter, the catheter irrigation did not flow. There was no error code. The checked the clamp and the drip line, but there were no problems. The issue was resolved by replacing the octaray to another new one. The procedure was completed without patient's consequence. The issue was believed to be related to the catheter and not related to the generator. The issue was not noticed before using in the patient.